Manufacturer narrative:
An event reporting pain, metallosis (altr) and a recall inquiry an accolade stem, trident shell and cancellous bone screws and was reported. Conclusion: the device material under the scope of this investigation does not contain any metal constituents. The device was not part of any recall. Based on the provided information, the product reported in this investigation was not revised, did not contribute to the event.

Event description:
It was reported patient had a left total hip implanted and has pain in groin and leg. Patient also reported she has ringing in her ear, heart palpitation and metallosis. Patient is schedule for revision surgery.

Event description:
It was reported patient had a left total hip implanted and has pain in groin and leg. Patient also reported she has ringing in her ear, heart palpitation and metallosis. Patient is schedule for revision surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Devices implanted.